Event description:
Reporter was receiving er1 message on her surestep meter while trying to test with control solution. It was determined that she had been using the wrong type control solution (one touch profile.) She stated that she had never seen the er1 message when testing her blood. "When I had blood sugar over 500 mg/dl, my meter would always say "hi." She has had no problem since receiving a replacement meter and using the correct control solution.